Event description:
It was reported that a physician's programming tablet was having communication issues. The site had a back-up programming system, so no patients were affected. The serial cable was unplugged and plugged back in multiple times, but the communication issues continued. The connection between the usb port and the programming computer was reportedly loose. The serial cable was then replaced, which resolved the communication issues, and the connection seemed more secure. The malfunctioning serial cable was reportedly discarded.